Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
T-wave oversensing was observed on a few strips. There is some significant undersensing as well. The sense/pace portion of lead was capped.